Manufacturer narrative:
Batch review performed on 29 july 2019: lot 187006: (B)(4) items manufactured and released on 22.11.2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants: cup: mpact 01.32.154mb double mobility acetabular shell ø54 lot. 188881 (k143453). Batch review performed on 29 july 2019: lot 188881: (B)(4) items manufactured and released on 13.03.2019. Expiration date: 2024-002-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner 28/dmg lot. 1810746 (k092265). Batch review performed on 29 july 2019: lot 1810746: (B)(4) items manufactured and released on 05.02.2019. Expiration date: 2024-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 189636 (k112115). Batch review performed on 29 july 2019: lot 189636 : (B)(4) items manufactured and released on 21.02.2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Second revision surgery performed after one month from the first revision due to an infection (the pathogen is unknown). The surgeon revised the head, stem, cup, and liner, and the surgery was completed successfully. During the first revision surgery also caused by infection, the stem, cup, and liner have been revised.